Manufacturer narrative:
No anomalies were found. Analysis was normal.

Event description:
It was reported that the whole pulse generator system, including the atrial and right ventricular leads were explanted due to the malfunction. No further information was available.

Event description:
New information on (B)(6) 2018 stated that the right ventricular and atrial leads were explanted due to the noise. The patient was stable throughout the procedure.

Manufacturer narrative:
Updated manufacturing date.